Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. Both extension tubes appeared to have been cut and a guidewire was inserted into the non-power injectable lumen. The extension tubing markings were completely worn. Inspection of the white-luered extension tube revealed a partially circumferential split at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Material buckling, wear and discoloration were observed in the vicinity of the split. Multiple kinks were observed in both extension tubes. The fracture features and accompanying deformation were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic twisting/kinking of the catheter in which placement, usage, and mechanical factors gradually form a crack in the catheter. A lot history review (lhr) of redt0678 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "per the patient, had no problems until night before removal, started feeling wetness, observed leaking from white lumen where cap attaches to PICC line." Placed (B)(6) 2019. Secured with statlock. Broke (B)(6) 2021. Removed (B)(6) 2021.

Event description:
It was reported "per the patient, had no problems until night before removal, started feeling wetness, observed leaking from white lumen where cap attaches to PICC line." Placed (B)(6) 2019. Secured with statlock broke (B)(6) 2021. Removed (B)(6) 2021.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. Both extension tubes appeared to have been cut and a guidewire was inserted into the non-power injectable lumen. The extension tubing markings were completely worn. Inspection of the white-luered extension tube revealed a partially circumferential split at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Material buckling, wear and discoloration were observed in the vicinity of the split. Multiple kinks were observed in both extension tubes. The fracture features and accompanying deformation were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic twisting/kinking of the catheter in which placement, usage, and mechanical factors gradually form a crack in the catheter.